Event description:
It was reported that when they put ¿it¿ in the patient complained about their hip hurting. The patient clarified that their hip broke during the implant surgery of the stimulator. It was noted that ¿there was a crack in the bone or something.¿ the stimulator had been irritating the broken hip and that started happening shortly after the stimulator was implanted. The patient stated, ¿apparently, [the patient¿s] hip broke when they were doing the surgery so [the patient] did not know about it for a long time. And no, it¿s actually for [the patient¿s] spinal cord and that was the reason why [the patient] turned it off because it was irritating the broken hip.¿ the patient¿s stimulator had been turned off for about nine or 10 months now because he kept trying to ¿deal with it.¿ the patient stated for a year or more ¿they kept telling the patient it was arthritis.¿ finally, the patient went to another healthcare professional (hcp) and was told he needed a hip replacement. The surgery was last february. It was reported that the patient called the manufacturer representative last week regarding ¿issues¿ but had not heard a response. Later, the manufacturer representative attempted contacting the patient but the patient ¿seemed to be disconnected¿ and the call would not go through. The manufacturer representative would make further attempts to contact the patient. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Later, the healthcare professional (hcp) stated that the last time the patient was seen was (B)(6) 2013. There had been no contact since that time. The hcp left a message for the patient to return their call to find out where the patient was being managed for his device.

Event description:
Additional information received reported that the healthcare professional (hcp) checked the notes from the (B)(6) 2011 surgery. There were no broken or dislodged hip or any other issues noted. The patient came in for a wound checkafter surgery as well, and there were no issues reported in that follow-up appointment either.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# j0220108v, product type: lead. Product ID: 74002, lot# n305382, product type: adapter. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7495lz10, serial# (B)(4), product type: extension. Product ID: 7495lz10, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative was unaware of the patient¿s broken hip until the follow-up email from the manufacturer. When the manufacturer representative spoke to the patient they only discussed the neurostimulator. The patient mentioned turning the stimulator off due to another medical procedure that took place at that time (nine to ten months ago). The patient reported an improvement compared to nine to ten months ago. However, this was not specific to the patient¿s broken hip as the manufacturer representative was not aware of that at the time. The manufacturer representative and patient were discussing how he was doing in general terms. It was unknown if the broken hip resolved. The cause of the event was unknown. It was unknown if it was device related. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.